Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a cervical surgery, the patient received inappropriate atp therapy due to noise. The patient was asymptomatic. Programming changes were recommended. The noise was due to the procedure, so programming changes were not made. The patient was fine.